Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was capped due to shock impedance >150 ohms.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2024 and (B)(6) 2025 recorded the shock impedance initially around 100 ohms and increase to >150 ohms since end of (B)(6) 2025. Furthermore the pacing impedance showed a slight increase from around 400 ohms to around 450 ohms at the same time. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.